Event description:
It was reported there were low out of range impedances. It was noted there were 89 ohms then 4 ohms on 8,9 at 1.5 volts. It was also noted the device was set up as left is c+1-2- 3.5 volts and 120 pulse width and right side was c+9-10-. Left therapy was 908 ohms current of 3.842 and right side was 662 ohms with current 5.212. It was also reported the therapy was "not quite as good" as it was right after surgery. There were no known accidents or falls. It was noted the patient was in a wheelchair and could have bumped head on wheelchair but they were unsure. Follow up reported impedances were all within range except for 8 and 9. It was noted the patient was "fine" per report from the health care professional. It was also noted the patient did not have a loss of therapy. The report was about the low impedances. It was unknown if any interventions were taken or planned. It was also unknown if there were any malfunctions seen or a cause of issues determined.

Manufacturer narrative:
(B)(4).

Event description:
It was thought that "eight" and "nine" were "basically pushed together" and broken on top of each other.

Manufacturer narrative:
(B)(4).